Event description:
It was reported that the user experienced sustained high blood glucose following a supply change, with repeated insulin occlusion alerts and prolonged dosing interruptions, and no subsequent supply change steps completed despite follow-up attempts. Symptoms included hyperglycemia. Outcomes included interference with insulin delivery and interruption of therapy. Investigation included review of device logs and attempts to contact the user for blood glucose information and re-education needs. Investigation of this case revealed recurrent occlusions and cessation of insulin delivery consistent with an insulin flow obstruction and lack of supply maintenance. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and maintenance of infusion supplies resulting in insulin occlusion and high glucose.